Event description:
Customer reported the insulin pump is cracked. Customer stated he slipped on ice and fell on the insulin pump and cracked it and is has a partial display. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was missing segments due to cracked and bleeding lcd glass. Unable to perform displacement test due to lcd damage. Insulin pump had cracked reservoir tube lip and minor scratched lcd window.